Event description:
Mother of male pt called to report that beginning in february 2006 her son experienced tubing separating from the luer lock on the infusion set. Pt's mother stated that the pt did not experience any increase in blood glucose levels due to the infusion set tubing separating. She stated that her son would notice moisture and upon inspection the tubing was separated. She stated that he would replace the infusion set when this issue was identified. No medical assistance was required. Pt was contacted but was unavailable; thus further info is unavailable. Product was requested to be returned for evaluation.